Manufacturer narrative:
Product event summary: at analysis the stated reason for return of damaged screen impeding view was confirmed, the image on the liquid crystal display had incorrect colors. It was further noted that the latch of the cable bay was broken, the lower case was cracked and an error was found in the software updates. The device was cleaned, the low-voltage differential signal board was loose and it is this that caused the display issue and it was therefore fitted, the cable bay and lower case were replaced and new software was installed. The device then passed its electrical safety and all final functional and systems tests.

Event description:
It was reported that the programmer's screen was damaged and that stripes in different colors impede the view of the information on the monitor. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.